Manufacturer narrative:
B5. Describe event and section d - suspect device; corrected data; supplemental MDR #1 inadvertently did not update the suspect device to the generator based on the available data.

Event description:
Given that product analysis found no anomalies with the lead except evidence of incomplete pin insertion, the likely cause of th high impedance is likely related to user error with the generator. Because there was evidence of pin insertion on the generator it is likely that the doctor didn't adequately perform enough system diagnostics attempts. No additional information has been received to date.

Event description:
It was reported that during a new patient implant the surgeon saw high lead impedance. It was recommended the surgeon try washing out the generator header and lead pin, then reinserting the pin with the hex-driver partially inserted to relieve backpressure during pin reinsertion. This was done and high impedance >9000 ohms was still observed. The physician wanted to try a different programming system. He was asked to insert the test pin resistor into the generator and run generator diagnostics. This was done and the system reported okay with 4k ohms. The surgeon was informed that the generator is functioning properly and he could either reattempt lead pin reinsertion or try the second lead as there may be damage to the first lead. He was also informed to try irrigating the nerve site and give a slight tug after pin reinsertion to ensure a proper connection. The surgeon opted to place a second lead into the original generator. With the original generator and 2nd lead implanted, high impedance >9000 ohms was once more observed. The surgeon opted to reinsert the lead pin once more and the high impedance was resolved. System diagnostics showed 1494 ohms with the 2nd lead and original generator. The 1st lead that was originally used was requested for return. The unused lead has not been received for analysis to date. Device history records were reviewed for the lead and it was confirmed that the lead passed all quality inspections and test prior to distribution. The first lead has not been received for analysis to date.

Event description:
The lead was received into product analysis. Product analysis for the lead was completed and approved. The lead was returned in one complete portion. During the visual analysis what appeared to be remnants of dried body fluids were observed in several different areas. The anchor tether helical appeared to be misshaped and the (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped. This most likely occurred due to manipulation of the lead during the attempted implant procedure. A half set of setscrew marks was observed near the end tip of the connector pin indicating the lead connector had not been fully inserted into the cavity of the generator at one time. However, three additional sets of setscrew marks found on the lead connector pin provide evidence that, the lead connector pin was inserted completely and a good mechanical and electrical connection was present at least once. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the stated complaint of reported ¿high impedance¿. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure.